Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately delivered a shock therapy due to noisy signals oversensing. It is suspected that the sense b node is related. The patient was hospitalized, and the therapy was programmed off. The system will be explanted and replaced by a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately delivered a shock therapy due to noisy signals oversensing. It is suspected that the sense b node is related. The patient was hospitalized, and the therapy was programmed off. The system will be explanted and replaced by a transvenous system. No additional adverse patient effects were reported.